Event description:
The customer reported that the system experienced an immediate loss of system functionality and an un-commanded shut down. There is no report of a pt injury or death associated with this event.

Manufacturer narrative:
A ge service rep performed an onsite investigation. The internal power supply circuit breaker was evaluated, identified as defective, and replaced. The system was tested and found to be working as intended and returned to service.